Manufacturer narrative:
During the laboratory evaluation, the product surveillance technician (pst) could not duplicate the reported issue. Testing included visual inspection, two days of bench testing, cold temperature testing, internal inspection, and mechanical agitation of internal components. In all cases, the pst observed no blanking out of central control monitor (ccm) screen throughout evaluation. As a precautionary measure, electrical contacts on the printed circuit interface (pci) flex cable, local area network / interface board (lan/if), and dual in-line (dimm) memory module were cleaned.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) went blank. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Data log analysis indicates multiple 12 volt (v) over range errors. When the 12 v supply is over range for a time, the local area network / interface board (lan/if) resets the network interface card (nic) boards, causing the central control monitor (ccm) to reboot. This is likely the "went blank" effect the customer noted. The ccm was returned to laboratory analysis for additional testing focusing on the power supply subsystems. During six hours of monitoring, the system¿s 12 v supply and 5 v supply operated within specified range with no issues noted. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.